Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for this event and was treated with ceftazidime (four times per day, intraperitoneally) and vancomycin hydrochloride (one gram daily for first three days, then every five days). On an unreported date, the peritonitis aggravated the patient's unspecified underlying condition. At the time of the report, the patient remained in the hospital. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.